Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that the tempus pro - parts damage lens missing on rear cover. The device used during the event is unknown.

Manufacturer narrative:
Updated the health impact code.